Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the surgeon wanted to fire, there were a cracking sound with two different loadings and the stapler was not able to fire. They took a new one to resolve the issue.